Manufacturer narrative:
Product complaint #(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that red tightening knob broke off. The post on spacer block broke off. All pieces were retrieved with no harm to patient.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that red tightening knob broke off. Post on spacer block broke off. All pieced were retrieved. And no harm to patient. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed, that a section of the one post of the device broken. The broken fragment was not returned for evaluation. Additionally, the spring of the broken post is missing. Based on the observed, condition of the returned device, the investigation was able to confirm, the reported allegation. The observed, condition of the device was consistent with use of excessive force in a prying motion, while trailing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. The overall complaint was confirmed. As the observed, condition of the attune spacer block, would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
Additional information was received. On (B)(6) 2024, it was discovered. That the devices were broken in 2 pieces.